Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j11328r04, implanted: (B)(6) 2002, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml dose not reported via an implantable pump. The indication for use was intractable spasticity. It was reported the patient experienced general increased tone for approximately 2 weeks. The environmental, external or patient factors that may have led or contributed to the issue was noted as the patient's mother reported possible urinary retention. The healthcare provider accessed the side port but was unable to aspirate. The healthcare provider planned a 75mcg bolus to be delivered as single bolus through the pump. At the time of the report it was unknown if the issue was resolved. Surgical intervention had not occurred and it was unknown if surgical intervention was planned. The patient status was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.